Event description:
It was reported via repair work order that the left and right siderails were difficult to lock due to bent spindles and the right side was missing the spindle cap. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.